Manufacturer narrative:
Covidien was not authorized to service the device. The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation after the customer replaced bdu pcb. The unit passed all testing and operates within the manufacturing specifications. Covidien ref: (B)(4).

Event description:
Covidien received information from the USA stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bdu pcb.